Event description:
A change cartridge alert was reported by the customer via email. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information about the issue or actions taken was available.